Event description:
It was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the fns implants. The surgery was completed successfully without any surgical delay. On february 16, the surgeon confirmed that the patient had a secondary fracture distal to the locking screw. The patient did not fall, but the surgeon commented that the direction of the locking screw that was inserted once was bad, and he re-inserted it, so this may have caused the secondary fracture under the trochanter. The patient will undergo the revision surgery on february 19 removing the fns implants and refixing with dynamic hip system. The details of the bolt, antirotation screw and locking screw is unknown. The fns plate is 04.168.000s/75p7744. No further information is available. Concomitant devices reported: bolt for femoral neck system (part# 04.168.285s, lot# 55p7385, quantity 1), antirotation screw for femoral neck system (part# 04.168.485s, lot# 75p7834, quantity 1), femoral neck system plate (part# 04.168.000s, lot# 75p7744, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h3, h4, h6: device history lot, product code: 04.168.485s, lot number: 75p7834, manufacturing site: grenchen, release to warehouse date: 04. November 2020, expiry date: 01. October 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery to removing the fns implants and re-fixing with dynamic hip system. The patient had initial orif surgery for the femoral neck surgery on (B)(6) 2021. On (B)(6) , the surgeon was confirmed that the patient had a secondary fracture distal to the locking screw. Open reduction internal fixation surgery for the femoral neck fracture. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. Concomitant devices reported: bolt for femoral neck system (part# 04.168.285s, lot# 55p7385, quantity 1), antirotation screw for femoral neck system (part# 04.168.485s, lot# 75p7834, quantity 1), femoral neck system plate (part# 04.168.000s, lot# 75p7744, quantity 1). This complaint involves four (4) devices. This report is for (1) antirotation screw for femoral neck sys 85mm length - sterile this report is 3 of 4 for pc-000857755.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: additional reporter provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.